Event description:
Two nursing assistants were using a lift to transfer a resident from the bed to a wheelchair. The resident was lifted from the bed and positioned over the wheelchair. The nursing assistant pushed up on the pump handle to lower the resident, a sshe pushed the pump handle, it broke in half, near the base, lowering the resident into the wheelchair without injury.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.